Event description:
The patient's device diagnostic testing at office visit resulted in high lead impedance reading (dc dc code 7 and limit), indicating possible device malfunction. The device reportedly had acceptable diagnostic results two months prior which indicated proper device function at that time. The patient has not experienced any recent trauma that could have contributed or caused damage to the vns system. The device is currently programmed off. In addition, the patient also has had an increase in seizures but not an increase above pre-vns seizure baseline. The treating neurologist believes that the increase in seizures is related to the high impedance event in which the patient is having a lack of therapy. X-rays were performed and sent to the manufacturer for review. No anomalies were observed that could contribute to the high impedance, however, the x-ray was not clear enough to follow the entirety of the lead. Revision surgery is scheduled. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.

Event description:
Further follow-up revealed that the pt underwent vns. Therapy stystem replacement. Both the pulse generator and bipolar lead were replaced. Dr believes that a lead break occurred due to the pt's extensive excersize. The explanting facility reported that the lead was too cut up to return for analysis.